Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission, non-sustained right ventricular oversensing due to noise oversensing was observed on the right ventricular lead. A chest x-ray was performed; it was noted that the physician wants to monitor the lead for now. Also noted was that the patient was no longer experiencing events. The patient would continue to be followed.